Manufacturer narrative:
(B)(6).

Event description:
It was reported the camera head non-ac hd560h overheated deforming the bezel and connector. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating could not be reproduced. Product passed functional testing during 12 hour burn-in with no overheating or interference. Video image remained clear throughout burn-in. All functions perform as expected. No problem found. No physical damage was found on bezel, only cosmetic scratches. Pitting on edge card appears to have been caused by unknown forms of sterilization.